Event description:
It was reported that 36 hours following the implant of a bifurcated device, two aortic and one limb extension, the patient expired allegedly due to an aneurysmal rupture. Reportedly the patient had originally presented to the emergency room complaining of abdominal pain. Diagnostic imaging revealed the presence of an abdominal aortic aneurysm. An emergent procedure was conducted, whereby a bifurcated device, two aortic and one limb extension were successfully implanted, as confirmed through post procedural imaging. The patient condition was stable post implant. The patient was sent to recovery and 36 hours later experienced an aneurysmal rupture and coded. The cause of the rupture is unknown at this time.

Manufacturer narrative:
Preliminary review of information received to date shows no indication of issue with endologix product. No autopsy was performed and no information stating the specific cause of death has been provided. No information has been received indicating the specific device that may have been associated. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not available for evaluation.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation performed. However, operative notes and angiographic images were reviewed by the medical director, and no root cause of the rupture could be identified. Ruptured aneurysm and death are known risks of the procedure, as identified in the product labeling. No conclusions could be drawn.